Event description:
It was reported that customer's sensor readings are inaccurate. Customer's blood glucose was 140 mg/dl but the sensor reading was 70 mg/dl. The sensor is four days old. Customer calibrates when blood glucose is stable.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.